Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility contact number was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 323.033, lot# 3638696. Manufacturing location: (B)(4), manufacturing date: dec 28, 2010. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during inspection in the loan department it was found that the locking compression plate (lcp) drill sleeve had broken threaded connection. No patient involvement reported. This report is for one (1) lcp drill sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality completed investigation of the returned device: article 323.033 lot 3638696. The visual inspection of the returned drill sleeve has shown that a part of the threaded tip is broken off. The broken part was not returned for evaluation. There ar no other damages visible. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in december 2010 and is now more than 6 years old. The measurements during manufacturing of the products has shown no deviations to the specification. It can also be confirmed that the right material was used. Unfortunately without more information we are not able to determine the exact cause which has led to the breakage. We can only assume that a mechanical overload situation or later stress has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.